Manufacturer narrative:
The customer reported linting of white fibers on the or towels 01625 from the femoral angiography transjugular pack/ san29maccu. The procedure performed was a diagnostic cerebral angiogram where the towels were used on top of the drape to absorb procedure fluids. There was no patient injury or delay in procedure. No patient demographics or clinical data was provided. A review of the device history record did not indicate any exception that could lead to the reported incident for the or towels lot#11rl11-sh. Linting records showed the average linting results were within acceptable limits 0.38g/10 pieces. At the time of this report, the sample has not been received by the manufacturing facility for evaluation. If returned to them an investigation will be done and a follow up report will be filed.

Event description:
The customer reported linting of white fibers on the or towels 01625 from the femoral angiography transjugular pack/ san29maccu. The procedure performed was a diagnostic cerebral angiogram where the towels were used on top of the drape to absorb procedure fluids. There was no patient injury or delay in procedure. No patient demographics or clinical data was provided.